Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73f1800586 investigation did not show issues related to complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while preparing for a cholecystectomy, clip slippage was observed; the jaw was not functioning and the clip was not loaded properly.

Event description:
It was reported that while preparing for a cholecystectomy, clip slippage was observed; the jaw was not functioning and the clip was not loaded properly.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and with a clip partially loaded incorrectly. It was also observed that the next clip was out of position in the channel. The returned sample appears used as there is biological material present on the device. First, the partially loaded clip was manually removed , and the trigger cycle was completed. The second clip fired , and it was observed that it had a broken hook. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The third clip was unable to load properly into the jaws of the device. At this time, it was observed that the fourth clip was out of position in the channel. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from loading properly into the jaws of the device. The sample was received with 5 clips remaining including the partially loaded clip, indicating that 10 clips were fired by the end user. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip loading and slippage issue" was confirmed based upon the sample received. One device was returned with 5 clips remaining including the partially loaded clip, indicating that 10 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A non-conformance has been opened to further investigate this issue.